Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned while in use on a patient. No clips or fragments were fell in the patient's body.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found complete without any irregularities. This device was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in july of 2021 it was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned device as received shows that the tips are slightly loose and misaligned to each other in the closed position. We are able to validate this complaint. After the initial evaluation this instrument was dis ¿assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where the engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that the jaws of the applier were found misaligned while in use on a patient. No clips or fragments were fell in the patient's body.